Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a burning smell was coming from the back of a patient¿s liberty select cycler during step 3 of setup of their peritoneal dialysis (pd) treatment. The patient stated that they observed smoke and some moisture around the power cord area. On the top of the cart and the area around the cycler was dry. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however; to date was not provided.

Manufacturer narrative:
Correction: a1, d9, h3.

Event description:
It was reported that a burning smell was coming from the back of a patient¿s liberty select cycler during step 3 of setup of their peritoneal dialysis (pd) treatment. The patient stated that they observed smoke and some moisture around the power cord area. On the top of the cart and the area around the cycler was dry. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however; to date was not provided.

Event description:
It was reported that a burning smell was coming from the back of a patient¿s liberty select cycler during step 3 of setup of their peritoneal dialysis (pd) treatment. The patient stated that they observed smoke and some moisture around the power cord area. On the top of the cart and the area around the cycler was dry. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however; to date was not provided.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no indications of fluid or dried fluid on the exterior of the cycler or on the power entry module. Initially the cycler did not appear to turn on. Post-accelerated stress test (ast) 2-hours 15-minutes 8500ml simulated treatment was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a voltage calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were no indications of smoke observed during testing. An internal visual inspection of the returned the cycler found that the interior of the power entry module (pem) had indications of corrosion and fluid damage to the electrical output leads of the on and off switch. There was a single spot of dried fluid directly underneath the pem on the metal base plate of cycler. The electrical output leads of the pem were jostled in preparation for measuring the ac voltage output at the leads. During which, the cycler powered up normally. However, there was a thermal event like odor emanating directly from the pem when the cycler was turned on. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the disinfection form marked "fluid present.¿ the mushroom head check previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no indications of fluid or dried fluid on the exterior of the cycler and specifically no indications of fluid or dried on the power entry module (pem). Initially, the cycler did not appear to turn on. Post-accelerated stress test 2-hours 15-minutes 8500ml simulated treatment was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during the treatment test. There were no indications of smoke observed during testing. There were no indications of smoke observed during testing. The cycler underwent and passed a voltage calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler found that the interior of the pem had indications of corrosion and fluid damage to the electrical output leads of the on/off switch. There was a single spot of dried fluid directly underneath the pem on the metal base plate of cycler. The electrical output leads of the pem were jostled in preparation for measuring the ac voltage output at the leads. During which, the cycler powered up normally. However, there was a thermal event like odor emanating directly from the pem when the cycler was turned on. There were no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the disinfection form was marked "fluid present.¿ the mushroom head check previously passed.

Event description:
It was reported that a burning smell was coming from the back of a patient¿s liberty select cycler during step 3 of setup of their peritoneal dialysis (pd) treatment. The patient stated that they observed smoke and some moisture around the power cord area. On the top of the cart and the area around the cycler was dry. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Additional information was requested, however; to date was not provided.